Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and unexpected restart. A cold reset was performed. The customer's blood glucose value was unknown. Customer stated they were unable to clear the alarm. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, bad battery, low battery, weak battery , battery out limit or failed battery test alarms noted during testing. However, device alarmed a21 after battery change and resets time or date to factory default due to c13 voltage leak at interface board.